Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker to confirm whether the patient was in ventricular tachycardia (vt). The presenting rhythm appeared consistent with sustained monomorphic ventricular tachycardia (smvt). Additionally, atrial tachy response (atr) events showed farfield r-wave oversensing. This pacemaker remains in service. No adverse patient effects were reported.